Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician verified the touchscreen passed all flex cable resistance verification testing. In addition, the pil technician also verified that the touchscreen passed all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working touch screen, this investigation has resulted in a no problem found.

Manufacturer narrative:
H10: a philips field service engineer (fse) evaluated the device and confirmed the touchscreen functionality was intermittent. The fse determined the following parts required replacement: touch screen and user interface (ui) assembly with nav-ring. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (user interface (ui) assembly with nav-ring) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
New information confirms additional service activity was completed. A philips authorized service provider (asp) replaced the touchscreen and performed calibration. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting the v60 ventilator touch screen intermittently does not function properly. The device was in clinical use. There was no report of harm.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).